Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the drill bit broke during drilling for a screw. The broken tip of the drill bit was left in the bone. A new drill bit was used to perform the rest of the procedure.